Event description:
It was reported by the affiliate that, during the nephrectomy procedure, a device was connected as per normal procedure. Minimal dissection was performed at which point the instrument error code appeared on the machine. Refitting of the instrument was performed onto hand piece. Error code appeared again after test performed. As instrument was being wiped for decontamination the bottom active blade fell apart. There was no clashing of instruments during the case. There were no patient consequence. The product is being returned.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the cs14c device was returned with the distal tip of the blade broken off but not missing. The remainder part of the blade was noted to have nicks. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."